Event description:
The user facility reported that during surgery, the cb200 beamer plus argon's valve malfunctioned causing argon gas to leak. The doctor had to use snare tip to cauterize. The procedure was completed with no reported procedural delays. The patient experienced polypectomy syndrome and required antibiotic treatment. To date, although multiple attempts have been made to gather information, no additional information regarding the current patient status and procedure has been made available. This report is raised based on a reported patient injury.

Manufacturer narrative:
Corrected data. (B)(4). Distributor narrative: the reported used device was returned to conmed for evaluation. Visual and functional inspection of the device found that the main board was leaking and needed replacement. The main board of device was sent to the vendor for further evaluation. The vendor found a small leakage but stated it was not large enough to allow a tank to empty without the user being notified. The device was repaired and tested. A service history review was conducted and no related information was found. This device was manufactured on 22-apr-2016. A complaint history review found no similar complaints for this device and failure mode combination. The instructions for use, provided by the manufacturer kls martin, advise the user of the following. Close the cylinder's angle valve when not in use to not allow gas leakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation.

Event description:
The user facility reported that during surgery, the cb200 beamer plus argon's valve malfunctioned causing argon gas to leak. The doctor had to use snare tip to cauterize. The procedure was completed with no reported procedural delays. The patient experienced polypectomy syndrome and required antibiotic treatment. To date, although multiple attempts have been made to gather information, no additional information regarding the current patient status and procedure has been made available. This report is raised based on a reported patient injury.